Manufacturer narrative:
This report is submitted beyond 30-calendar days from allergan¿s receipt due to the exemption transition period. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling. The reason for reoperation was rupture. Device evaluation: visual analysis of the returned device identified, broken shell and others and was underweight. A microscopic analysis was performed which identified a broken striated on the anterior. Based on the device analysis the final assessment is: a striated broken due to surgical damage consist in the use of some surgical tool.

Event description:
Physician reported "defective" right side device discovered via sonography. The device has been explanted.